Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty charged coupled device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the camera head image intermittently blacked out. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: leakage from the cable, the cable is twisted, and leakage from the charge-coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.